Event description:
It was reported that the camera head had error e224. The event occurred during setup. There was no report of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported error e224 was confirmed. Based on the results of the inspection and investigation through the product technical investigation (pti) process, reasonably known information suggests probable causes for the alleged failure of error e224 is due to damage or deterioration of connector component parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is therefore traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.